Event description:
Healthcare professional (hcp) reports a ca-210 dialyzer fiber leak noted at the onset of the pt treatment. Blood visible in the dialysate compartment. New disposables were used to continue the pt treatment without incident. The estimated blood loss was 250cc. The dialyzer was reused 9 times. The hcp reports no pt injury or medical intervention was required.